Event description:
Dr is a cardiologist and implanting/monitoring physician of cardiac pacemakers (since 1977). In 4/93, he had a pt who was complaining of dizzy spells. Pt is pacer dependent with a pulse of mid-teens to 30 bpm without the pacer. He brought her in and when he initially checked out her pacemaker, everything was fine. But a few mins later she suddenly complained of severe dizziness again and was still hooked up to the EKG harness. He recorded a total no-output condition out of both chambers of this dual chamber pacer, which lasted 6-8 seconds, then the pacer started working again. During her visit he recorded several other epidoses some lasting for minutes. He finally initiated surgery at the hosp and when he opened the "pocket" he observed that all leads were properly inserted and working properly. He replaced her pacer with another one and she has been doing fine (initially implanted on 3/25/91, emergency explant on 4/13/93). He has been working with the co since then but feels by their communications that they have not reported the incident to FDA. Co took the explanted pacer back for destructive analysis and reported back to him that the pacer performed properly and that they could not determine that there was any problem with the pacer. They admitted that the clinical evidence indicates that there was a problem but that they could not duplicate it and that they never had any other complaints of this nature. An engineer with co stated that a crack in the can ground could cause such an intermittent problem. Dr also stated that the pacer has a memory module that should record any output problems but that when checked the module did not record any of the no-output events he documented. He stated that this design of pacer is in up to 200,000 pts and he is very concerned aboput co's attitude about this potentially fatal hazard in its design.